Event description:
Report rec'd of the backcheck valve not working. The customer reports that the fluid infusing was an antibiotic. The staff reported that "the bag disappeared too quickly". It was unknown to the reporter the volume of the antibiotic bag. It was unknown to the reporter what the primary infusion was and how full that bag was when the antibiotic bag was hung. The primary bag was reported to have "appeared fuller after the antibiotic bag was hung." This indicated possible retrograde flow from the secondary line (antibiotic) to the primary line, which should be prevented by the backcheck valve. After the incident the tubing sets were changed. There was no report of adverse pt effect. Add'l pt and event info was requested, but no further info was available.